Manufacturer narrative:
The reported events of under-sensing and device sensing problem were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures, although an internal short was noted. Further analysis noted the inner insulation was cut / damaged in the middle region of the lead, which is consistent with procedural damage. All damages noted are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-14955. It was reported that the patient presented to the hospital after experiencing dizziness and amaurosis. The right ventricular lead exhibited loss of capture. The physician immediately arranged a temporary pacemaker, and the condition improved after treatment. The physician suspects that the failure to capture is due to myocardial fibrosis or lead micro-dislodgement. The physician decided to replace the lead on (B)(6) 2025. The rv lead was implanted on the left side and remains implanted-inactive. On (B)(6) 2025, when an attempt to implant a new rv lead on the right side of the patient, under-sensing and low r-wave signal were noted with multiple attempts in repositioning the rv lead. A thrombus in the axillary vein was observed, unrelated to the rv lead during the implant procedure. Another lead was implanted. The patient was in stable condition.